Manufacturer narrative:
Clarification to g2 other report source: japan oncoplastic breast surgery society (jopbs). A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture: grade: iiib". Device status is unknown.